Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure had dropped after treatment to the pulmonary vein. It was noted that the an intracardiac echocardiography (ice) and echocardiogram (echo) was performed that showed that the patient had experienced a pericardial effusion. A pericardiocentisis procedure was performed. The balloon catheter and the sheath continued to be used and the procedure was completed with cryo. No further patient complications have been reported as a result of this event.